Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately calcified vessel. A 10/3.75 and 10/3.50 flextome cutting balloon were selected for use. During procedure, it was noted that both balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.